Event description:
Dr was using the gia60 auto suture, when firing the stapler, only the blade engaged and cut the small bowel, no staples were discharged. An additional inch had to be removed from each side of the anastomosis.